Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial mg2 result was 2.1 mg/dl. The doctor questioned the result of 2.1 mg/dl and the sample was repeated. The sample was repeated 3 times on another analyzer and the results were 1.38 mg/dl, 2.1 mg/dl, and 1.38 mg/dl. The repeat result of 1.38 mg/dl was deemed correct.

Manufacturer narrative:
The reagent lot number is 63848001 with an expiration date of 29-feb-2024. Calibration was last performed on (B)(6) 2023. Qc was acceptable prior to the event. It was found that the customer centrifuges samples for 3 minutes, which may be too short. The alarm trace showed an abnormal aspiration alarm. The field service engineer (fse) found that the reagent probe was bent and replaced it, and performed reagent arm and volume adjustments. The customer performed calibration, qc, and patient correlations successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.